Event description:
Oversensing was reported. Furthermore the shock impedance of the lead was too high and artefacts were observed. The ICD was replaced and this lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the returned ICD as well as on the inspection of the quality documents associated with the manufacture of the devices under complaint. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, 20 charging cycles were recorded to the devices memory. The memory content of the ICD was inspected. The inspection confirmed an elevated shock impedance of > 150 ohms, documented since (B)(6) 2023. In addition, during analysis of the available iegms periodic artifacts were observed in the right and left ventricular channel. Therefore, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. The manufacturing process for the ICD and the lead was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the ICD and the lead to be fully functional. In conclusion, the ICD proved to be fully functional. There was no indication of a malfunction of the ICD. Therefore it cannot be excluded that a possible impairment of the ventricular lead is causative for the clinical observation. Should additional relevant information become available, this investigation will be updated.